Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 6am. The patient manages her diabetes with insulin (self adjuster) and in response to the alleged power issue, the patient reportedly continued with her usual dose of medication at an unspecified time that morning. According to the csr's documentation, immediately after the reported issue occurred, the patient allegedly developed symptoms of tiredness, headache, and stomach ache. The patient's mother denied that the patient received any medical intervention following the alleged issue. During troubleshooting, the csr verified the patient was using the correct test strip at the time of the alleged issue. The csr noted the subject meter's batteries were replaced per owner's booklet recommendation; however, the alleged power issue remains unresolved. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.